Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast pain. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent primary breast augmentation with two 450cc mentor memorygel breast implants, suffered right breast pain and right breast capsular contracture; baker grade unknown, post-procedure. Patient stated that the right breast was always different than the left side after surgery and about a month after the implantation, their surgeon confirmed the capsular contracture. As a result, the patient was scheduled for implant explantation surgery and replacement with an unspecified mentor saline implant on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the correct date of implant explantation surgery was (B)(6) 2020. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (:9419816-032). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 23, 2020, mentor received the following additional information: the patient's weight was 157lbs and that the patient's height was 5'5". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's implant explantation date has been rescheduled for (B)(6) 2020, the patient's capsular contracture is baker grade iii, and that the possible replacement devices are two 560cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).